Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc; serial# (B)(4); implant date: 2009-(B)(6); explant date: na.

Event description:
Additional information received reported the patient had pain pump implanted (B)(6) 2009 in the buttocks and it ulcerated. The patient indicated that in (B)(6) 2009, she ended up in the hospital with double pneumonia in ICU and almost died, as ¿they should have never done the surgery in (B)(6) 2009 because my potassium was low and I wasn't told¿. That same year, the hcp took pump out of the buttocks and put it on my side and ended up getting mrsa, and the patient stated ¿not sure they should have done that¿. As of the latest report date the patient indicated the pump ¿did not lodge on my side, and it is sticking out¿, and ¿the catheter is sticking out you can feel it, and she can't wear any clothes because it sticks out. On (B)(6) 2013 the patient went to their ¿regular dr¿ and the dr. Was ¿concerned¿ because it is ulcerated out of the pocket, and the patient can¿t feel her hip bone. Further clarification was not provided. (All information reported in manufacturing report # 3004209178-2009-01817 is related to and partially mimicked in the reporting of this manufacturing report number. All further information regarding these related events will be reported in this manufacturing re port number 3004209178-2011-09286) manufacturing report #3004209178-2009-01817 partial/related narrative [it was reported that the patient experienced nausea, swelling over the pump and back pain. The patient had lost weight and the healthcare professional indicated that the pump came out of the pocket. The patient was advised to wear a girdle. It was noted that the pump moved around and when the patient was on her right side the pump disappeared. At times the patient felt that the pump was pressing on her pelvic bone or bladder. The pump was shut off for a short time and the pain returned.]

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the pump was 'out of pocket' and the catheter was 'sticking out'.

Event description:
The pump was initially implanted in the patient's buttocks and then had to be moved to her abdomen.

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported in manufacturer¿s report #3004209178-2009-01817 [that since implant the doctor has drawn a lot of blood from around the implant area. The physician felt it was blood clots. Also, the patient's pain had not been well controlled since impl ant so the physician changed the medication from morphine to dilaudid. The area around the pump was hard and the pump was protruding through the skin. The pump was implanted in the buttock region.]

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had always stuck out like a "sore thumb" since initial implant. The catheter reportedly was still currently trying to "come out" and the pump/therapy had never been right "since day one." The pump was reportedly "never in the pocket." The place where the catheter goes into the spine, the patient felt was "different than it used to." It reportedly "feels separated." When the patient would sit down, the pump stuck out sideways. As previously reported the pump was first implanted in the patient's "butt" and "no one informed" her of the fact that it ulcerated. The patient had complained of not being able to sit down and that was when the health care provider (hcp) told her it was ulcerated. The pump was subsequently moved then in (B)(6) 2009. As previously reported the patient got a (B)(6) infection during the procedure and was in the ICU (intensive care unit) and "almost died." It was reported the patient "eventually" got better after "losing" some of her buttock tissue. The patient reportedly started feeling a weird sensation down her back "about a year ago." At the time of this report the device system was reportedly used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was sticking out since ¿the beginning¿ and that the patient could not sleep on bed for 4 years as a result and the catheter is sticking out. As previously reported the patient came down with mrsa when the pump was moved from their buttock to abdominal area. The initial site was infected and now has a hole. The patient had an appointment with their hcp the following week.